Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. Additionally during the evaluation the device's front enclosure was found to be damaged. The front enclosure needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. No repairs were performed as the device is to be scrapped.